Event description:
A check pt line alarm during drain 1/4 while using the homechoice (hc) system. The hp reports the drain volume is 0mls. The technical service representative (tsr) assisted the hp to open the pt line clamp and begin draining. There was no pt injury or medical intervention reported at the time of the incident.